Event description:
It was reported that customer had problems with sensor. Customer states serter was not releasing sensor. Customer also states that when sensor was removed, electrodes were missing. Customer's blood glucose was 8.0 mmol/l. Sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.